Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with missing segments/partial display. Failed the self-test due to missing segments/partial display. The pump was cut open to perform visual inspection and found a cracked lcd glass. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspections: pillowing keypad overlay, stained keypad overlay, scratched case and cracked lcd window. Missing segments/partial display was confirmed due to cracked lcd glass. Cosmetic damage confirmed at display window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage-cracked display window. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1812 was requested and it was returned for analysis.